Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and endometrial cancer ("tumor / teratoma / cancer type: endometrial cancer") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not under go essure confirmation test". The patient's medical history included adenomyosis, bacterial vaginosis, gallstones, pancreatitis, adnexa uteri cyst, thyroid mass, vitamin d deficiency, thyroid mass, general body pain, malaise, neck pain, back pain, shortness of breath, hypothyroidism, pap smear abnormal, amenorrhea, uterine enlargement, acute pancreatitis, myalgia, burning sensation, rash over arms, rash on leg, uterine cancer, motion sickness, adenomyosis and thyroid disorder. Concomitant products included aripiprazole, cetirizine hydrochloride (cetrizine), ergocalciferol (vitamin d2), gabapentin, levothyroxine, methocarbamol, prazosin, sertraline, sumatriptan succinate (imitrex df), tramadol and trazodone. In april 2005, the patient had essure (ess205) inserted. In april 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In 2005, the patient experienced anxiety ("psychological or psychiatricproblems condition: anxiety"), depression ("psychological or psychiatricproblems condition: depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and panic attack ("panic attack"). In october 2005, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). In april 2006, the patient was found to have weight increased ("weight gain"). In december 2016, the patient was found to have endometrial cancer (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the device dislocation, mood swings, menorrhagia, vaginal haemorrhage, anxiety, depression, fibromyalgia, migraine, headache, dysmenorrhoea, endometrial cancer, vaginal discharge, weight increased, constipation, abdominal pain, back pain, panic attack and post-traumatic stress disorder outcome was unknown and the nausea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, anxiety, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial cancer, fatigue, fibromyalgia, headache, menorrhagia, migraine, mood swings, nausea, panic attack, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Computerised tomogram abdomen - on (B)(6)2015: . Ultrasound thyroid - on (B)(6)2009: . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- anxiety, depression, fibromyalgia, migraine, headache, endometrial cancer, abdominal pain, back pain, panic attack. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, reporter added, patient demographic added, product indication added, event added are as follows- mood swing, menorrhagia, vaginal haemorrhage, anxiety, depression, fibromyalgia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, endometrial cancer, fatigue, weight increased, constipation, abdominal pain, back pain, panic attack, ptsd, device monitoring procedure not performed. Events onset date, severity and outcome added. Patient's medical history and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.